Event description:
It was reported that a bone pin of the navio tray was found bent during sterilization. No patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The field report noted that six bone pins were bent. The other bone pins were investigated under 17-0271-1, 17-0271-2, 17-0271-3, 17-0271-4, and 17-0271-6. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified 22 prior similar events. We were not able to confirm there was a relationship established between the reported event and the device and the root cause could not be determined. Factors that could have contributed to the reported event include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal.